Event description:
The aim of this study was to compare the efficacy and safety of the zotarolimus-eluting stent versus the sirolimus-eluting stent. A total of 2332 patients with coronary artery disease ((B)(4) group and (B)(4) group) were enrolled at one of five percutaneous coronary intervention centers between (B)(6) 2006 and (B)(6) 2007. It is reported that 1% of target lesions were saphenous vein grafts. It was also reported that direct stenting was allowed. Intention-to-treat analyses were done at 9 month and 18 month follow-up. During 18 month follow-up, the primary end points had occurred in 166 patients. Stent delivery failure also reported. The primary endpoint was a composite of major adverse cardiac events within 9 months: cardiac death, myocardial infarction, and target vessel revascularization. This trial is registered at clinical trials.(B)(4).

Manufacturer narrative:
(B)(4): results: (death, mi, tvr, failure to deliver the stent). (Direct stent, stenting of a vein graft).